Manufacturer narrative:
Analysis was normal. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Review of the electrocardiogram revealed intermittent ventricular undersensing on both the v sense amp and discrimination channel due to r-wave variability. The patient had been in a fatal agonal heart rhythm with sensed intervals falling primary in the patient's sinus zone.